Manufacturer narrative:
The investigation is ongoing to obtain additional information about the event. A revision surgery has not been reported but may be an option. X-rays were provided for analysis. The x-rays appear to show cysts and loosening. If additional information is obtained, a supplement report will be submitted as appropriate.

Event description:
Reported that the nugrip implant was causing issues for a patient after being implanted. From the information collected to date the event appears to have some cysts and some loosing is evident.